Event description:
On (B)(6) 2017, the consumer indicates that she heard a loud explosion coming from the bathroom, followed by the smell of burning plastic. When the consumer went into the bathroom, she noticed that the electric toothbrush that had been charging for approx four hours had caught fire and had started to melt; the base of the toothbrush where it stations to charge also started melting. The consumer had to air her home to get rid of the burning plastic smell. On (B)(6) 2017, the consumer contacted the MFR and explained the situation. The rep she spoke to informed her they would send her a pre-paid shipping label so she can ship the unit back and they could look into it. The consumer was offered a twenty-five dollar certificate for a replacement. The consumer indicates that she used the electric toothbrush once or twice daily, and is left charging in its base when not in use. The consumer is unsure if she will keep the electric toothbrush for the next thirty days. (B)(4). Injury info: incident, no injury. Product description: electric toothbrush. Product category: personal care. Product type: grooming. Purchase date: (B)(6) 2014. This date is an estimate. I still have product in my possession: yes.